Event description:
The ligamax was used during a lap cholecystectomy procedure. The device was first used to clip the bile duct. Next the proceeded to clip the cystic artery. This woule be the first clip on the artery. The jaws were around the artery, the clip loaed and then the clip ejected out. Unsure if it caught on tissue. The device was removed and fired and it consistently misfired. The device had been fired under normal conditions and was never fired over a catheter. The rep stated the jaws were misaligned and possibly broken. Completed the case with another sample. No pt consequences.